Manufacturer narrative:
(B)(4). Date of initial report: 08/29/2016. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that, at first, the jaws were not opening smoothly during a laparoscopic nephrectomy. The jaws would eventually not open at all. A new device was used to continue the procedure and there was no injury to the patient.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 08/29/2016. Date of follow-up report: 10/14/2016. The device was received and evaluated. The reported condition that the jaws did not open smoothly and eventually would not open did was not confirmed. Visual inspection noted eschar in the hinge of the jaws. Mechanical testing confirmed that the jaws opened and closed normally using the handle. The knife would also deploy and retract smoothly. The investigation found the device to function normally and within specifications. A review of the device history records for this lot found no potentially contributing entries, and that it was released after meeting all quality specifications.